Manufacturer narrative:
Samples are collected in serum tubes with a gel separator. Qc is performed twice daily and was within the customer's established ranges prior to and after the event. Customer performed routine system check which was within instrument specifications. A field service engineer (fse) was on-site and verified the hardware. No hardware issues were noted by the fse which would have contributed to this event. A clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding prostate specific antigen (psa) results generated by the unicel dxi 800 access immunoassay system. Two patients were tested and the psa results were 0.67ng/ml and 0.61ng/ml and upon repeat the results were 0.69ng/ml and 0.58ng/ml respectively. The results did not match the patients' clinical presentation and were questioned by the physician. Previous testing had given results of 5.48, 4.75ng/ml for the first patient and 3.84, 6.35ng/ml for the second patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.